Event description:
Check "iab cath" alarm sounded from the system 97 pump. The tubing filled up with blood very fast and the iab was removed with the sheath without any problems. Event complications: none from the event - rptd 5/21/97. Pt's current status: unk - rptd 5/21/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.